Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
S2504 heal-lla clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced access site hematoma and a retroperitoneal bleed. The pfa procedure was completed on (B)(6) 2024, after the procedure hematoma was present at the access site. When blood work was done, they identified hemolytic anemia in the patient, this was determined to be unrelated to any bleeding or bruising around the access site. The patient had decreased hemoglobin levels at this time, so the anemia was considered to have been related to the ablations performed during the procedure. The patent did stay overnight at the facility, as had been planned as part of the recovery process for the procedure, additionally aspirin and anticoagulants were paused was stopped. On (B)(6) 2024 the patient's hemoglobin levels were checked again and found to have further decreased. The patient also began to experience urinary retention at this time. A CT scan of the patient's pelvis was taken to look for excess pressure on the bladder. A small retroperitoneal hematoma was seen, as well as pleural effusion and "minimal right baslar atelectasis and extensive diverticulosis, but no sign of diverticulitis". The patent was prescribed flamox twice a day for the urinary retention and a foley catheter was placed. They were discharged on (B)(6) 2024, which had been the planned date of discharge prior to any patient complications, and anticoagulants were restarted. The patient was admitted to the hospital on (B)(6) 2024 due to dizziness, forgetfulness, shortness of breath, nausea, frequent eructation, bloating, and abdominal pain that extended to the lower back. The patient's hemoglobin was checked, and it was found the levels had decreased even further. They were given 2 units of blood for the hemolysis after which their hemoglobin levels had improved. Additionally, the retroperitoneal bleed was classified as major bleeding. This same day the urinary retention issue was considered resolved and the foley catheter was removed. The patient was discharged on 04jun2024 in stable condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.